Manufacturer narrative:
(B)(4). The customer, a biomedical engineer was advised to replace the therapy connector assembly. Physio-control was unable to get further information on the repair of the device.  It is unknown if the device was repaired or replaced.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable. Several known good cables were tried but did not resolve the issue. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.